Event description:
The customer reported they unplugged the system before it completed shutting down. When they tried to reboot the system, a "file system corruption" error message was displayed and the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.